Event description:
The complaint/event occurred on an unspecified date and involved an unspecified transpac device that reportedly was associated with 'various leaks' of lactated ringer during use on a patient. The customer stated that they did not require immediate replacement to be able to continue operations. They opened a new device to address the issue for the patient. The lactated ringer involved was not an ICU medical product. There was no report of any human harm as a result of this complaint/event.

Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. D4: no UDI available due to know list or lot number provided. Additional contact: (B)(6).